Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. The procedure was a concomitant paroxysmal atrial fibrillation and watchman procedure. A pulse field ablation (pfa) procedure to treat an atrial fibrillation was being performed and an unknown farawave pulse field ablation catheter was selected for use. A left atrial appendage (laa) closure procedure was being performed, and an unknown watchman closure device were selected to be used. Towards the end of the procedure a pericardial effusion was noted in the patient. The reporter stated that after completing ablation for the pulmonary vein isolation (pvi) and completing the closure device implant, when the physician was scanning on intracardiac echocardiography (ice) for an effusion check, post-procedure, a significant effusion was noticed on ice. The reporter stated that the anesthesiologist advised that the patient blood pressure was dropping, about 5-10 minutes earlier in the procedure. The reporter stated that the anesthesiologist did not inform anyone of the patient blood pressure dropping at the time. Pericardiocentesis was performed and about 290cc of fluid were removed. The patient was then admitted to the operating room (or). The physician called for transesophageal echocardiogram (tee) to be utilized while the patient was in the or, however it was not confirmed if a tee had been performed at the time of the call. The physician performed a window for the patient, but the reporter was unable to confirm any additional details. There was no device malfunctions reported. Needle return status is unknown. No further information is available. The only device in use for the procedure was the non-boston scientific (bsc) ultrasound catheter. There was no device malfunctions reported. No further information is available.